Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The one-way valve was tethered to the short driveline tubing. A red end cap was noted connected to the iabc luer end. The exposed section of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis de-vice. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos sc connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The one-way valve was connected to the short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, no damage or abnormalities were noted to the iabc bladder. The iabc was leak test-ed in accordance with testing methods from manufacturing procedure. An external leak was im-mediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detect-ed. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 0.2cm from the iabc distal tip. Blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 81.2cm from the iabc luer. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss alarms" is confirmed. During the investigation, an exter-nal helium leak was confirmed from the iabc bifurcate fos adhesive, which resulted in the helium loss alarms. Unrelated to the reported complaint, the returned iabc bladder was found with-drawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "fos not detected. After using ext. Pressure transducer and cable: helium loss alarms. First tried other arrow ac3 pump. That gave helium loss alarms and after that the cardiologist removed the catheter. Other therapie was used". The patient's current condition is reported as "unknown".

Event description:
It was reported "fos not detected. After using ext. Pressure transducer and cable: helium loss alarms. First tried other arrow ac3 pump. That gave helium loss alarms and after that the cardiologist removed the catheter. Other therapie was used". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).